Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08570 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 07-feb-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 07-feb-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 561000 (56.1 u) dailytotalofbasalinsulindelivered: 339000 (33.9 u) dailytotalofbolusinsulindelivered: 222000 (22.2 u) (B)(6) 2024 06:54:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 57000 (5.7 u) bolusamountdelivered: 57000 (5.7 u) (B)(6) 2024 08:20:22.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) (B)(6) 2024 12:50:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 46000 (4.6 u) bolusamountdelivered: 46000 (4.6 u) (B)(6) 2024 15:21:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 21000 (2.1 u) bolusamountdelivered: 21000 (2.1 u) (B)(6) 2024 18:50:43.000 normalbolusdelivered ( bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) (B)(6) 2024 20:47:17.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 35000 (3.5 u) bolusamountdelivered: 35000 (3.5 u) (B)(6) 2024 22:11:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 07-feb-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:37:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 05:13:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 05:22:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 01:38:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 01:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 03:02:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2024 15:22:39.000 (B)(6) 2024 15:52:41.000 (B)(6) 2024 16:02:00.000 lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 22:28:00.000 (B)(6) 2024 19:13:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 19:34:00.000 (B)(6) 2024 19:44:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2024 05:47:07.000 sensorsignalnotfound (796) was recorded and found in the formatted history file on: (B)(6) 2024 20:29:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a broken belt clip rails and a missing/broken belt clip plate weld. The pump passed the functional testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose of 2.3 mmol/l. Troubleshooting was performed and found that the customer was alleging the pump was over-delivering as the pump was delivering insulin even when the blood glucose was low. The customer had a high heart rate and was shivering as the symptoms of low blood glucose. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.